Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2025 with rectal bleeding. The patient was found to have a small bowel obstruction. The patient began to decompensate in the ER with mean arterial pressure (maps) in the 50s and ultimately coded before they were able to be transported to the intensive care unit (ICU). Return of spontaneous circulation (rosc) was obtained. The patient's family decided to pursue comfort care on (B)(6) 2025, and the patient passed away later that day.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that the patient¿s outcome was not device or therapy related. No autopsy was performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.